Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 3006705815-2019-03071. It was reported that the patient's leads had migrated, and the patient lost effective therapy. In turn, surgery occurred on (B)(6) 2019, in which one lead was explanted and replaced. It is not known which lead was replaced, so both are being reported. Therapy was restored post-operatively.